Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. A receiver charge test was performed and failed due to the receiver booting up only when the center button is pressed. The power then dropped out once the receiver log was downloaded. A receiver boot test was performed and passed. The power then dropped out once the receiver log was downloaded. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The receiver log was downloaded for review due to the receiver not turning on. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. A receiver charge test was performed and failed due to the receiver booting up only when the center button is pressed. The power then dropped out once the receiver log was downloaded. A receiver boot test was performed and passed. The power then dropped out once the receiver log was downloaded. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The receiver log was downloaded for review due to the receiver not turning on. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).